Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2017-dec-15 arjohuntleigh was notified about an incident involving citadel plus bed. The reported malfunction took place in the (B)(6) medical center in the united states. Following information reported by the customer facility representative the same patient fell from the bed for the second time (the first fall was recorded under manufacturer report number: 3007420694-2018-00008). The fall was unwitnessed. The incident occurred while the patient was trying to leave the bed in order to go the bathroom. The bed's exit detection alarm sounded therefore the staff went directly to patient's room. The patient had already slid between the two side rails and had both knees on the ground, kneeling at the bedside. The facility staff took the patient off the citadel plus bed and placed him on an overlay assigning a sitter that will look after him. No injury was sustained in relation to this incident. According to customer facility staff the patient lying on the bed was a patient requiring high attention. It needs to be pointed out that although the exit detection alarm sounded, in facility staff's opinion the alarm was not heard well. Please note that product instruction for use (IFU #831.374 rev. B) informs "before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at the nurse's station." Moreover it needs to be pointed out that after patient's fall, both the bed and mattress were moved through the arjohuntleigh inspection. The evaluation revealed that no malfunction was found within the device, the exit detection alarm was working as per manufacturer specification. No repairs were done neither to the bed nor the mattress, therefore the actual exit detection alarm malfunction has been ruled out. Based on the collected information, findings made during device inspection we established that when the event occurred only 3 out of 4 side rails were raised and the bed was lowered to its lowest practical position. To prevent from patient's falling the product instruction for use (#831.374 rev. B dated on dec-2015) which was supplied together with the involved device contains the following information and warnings : "to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", "(...) Caregivers should assess risk and benefits of side rail use (including the entrapment an patient fall from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family. Consider not only the clinical and other needs of the patient but also the risk of fatal or serious injury from falling out of the bed and from patient entrapment in or around the side rails(...)" "Caregivers should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (...) " "the patient movement detection system can be set to alarm when undesired movement of the patient occurs. The sensitivity of the patient movement detection, relative to the center of the deck, can be varied incrementally" "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed" upon the conducted investigation and device inspection done by the arjohuntleigh representative, we were able to determine that the at the time the incident occurred the patient was trying to leave the bed. As the patient in question was a particularly high maintenance patient the caregiver should aid him in exiting the bed. In this particular case there was no one in the room that would assist the patient. Moreover one of the side rails supporting the patient from falling was lowered what suggests that the patient could fall exactly from that place. In summary, although no adverse event occurred the complaint was decided to be reportable based on a potential due to the risk of serious injury upon patient's fall recurrence. The device was being used for patient care at the time of the incident. Following the conclusions from the investigation conducted we conclude that the user error (lowered safety side, no patient's assistance) contributed to the incident. At the time the patient's fall occurred the citadel plus bed was working up to manufacturer's specification.

Event description:
On (B)(6) 2017 arjohuntleigh was notified about an incident involving citadel plus bed. The reported malfunction took place in the (B)(6) center in the united states. Following information reported by the customer facility representative the same patient fell from the bed for the second time (the first fall was recorded under manufacturer report number: 3007420694-2018-00008). The fall was unwitnessed. The incident occurred while the patient was trying to leave the bed in order to go the bathroom. The bed's exit detection alarm sounded therefore the staff went directly to patient's room. The patient had already slid between the two side rails and had both knees on the ground, kneeling at the bedside. The facility staff took the patient off the citadel plus bed and placed him on an overlay assigning a sitter that will look after him. No injury was sustained in relation to this incident.

Manufacturer narrative:
Missing UDI number was added.